Event description:
It was reported that the patient with this right ventricular (rv) lead had experienced infection. Additional information received which indicates that this rv lead had a difficulty in removal due to stylet got stuck. A revision was performed along with the other implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported. This rv lead was not returned for analysis.